Event description:
Information received indicates the side rail cable to the pc board is damaged and bare wires are exposed.

Manufacturer narrative:
The technician replaced the damaged cable to repair the bed.